Event description:
It is reported that the sterile implant was opened into the sterile field in 2008. When scrub tech opened second seal and was about to take the implant out of the packaging, he found a hair on the implant.

Manufacturer narrative:
Evaluation summary: the foreign material was not returned for evaluation. With the available information, it cannot be demonstrated with certainty that the source of the hair is the packaging environment. The packaging environment utilized for this product is class 100,000 clean room that undergoes continous monitoring. There is a very miniscule, but constant risk of foreign material in sterile cavities from the operators. A review of complaints for hair in sterile implants was conducted in 2005 and indicates that there is less than one complaint per million sterile units shipped by zimmer warsaw in the past 5 years. The related manufacturing lot was fully distributed without any further reports of the kind. Device history records indicate all components were manufactured and inspected to specification.